Manufacturer narrative:
A1-4: patient information pending follow up with customer. Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console displayed an s3 error code intermittently multiple times. A similar issue was reported on the device in the past (MFR# 3003306248-2024-00025). The customer would like to send the device in for service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via analysis of the returned centrimag console. The centrimag console (serial number: (B)(6) was evaluated by service depot alongside known working test centrimag equipment. The console was powered on and upon completing the boot up sequence, a s3 alarm activated. The console was then disassembled to inspect the internal components and the fan assembly was replaced with a new fan and the issue resolved, isolating the issue to the fan assembly. After replacing the damaged fan, a full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. A log file was downloaded from the returned centrimag console and data from the event date of 01oct2024 was reviewed. The log file captured intermittent s3 alarms on (B)(6)2024 at 18:13:36 and at 18:16:53 that correlated to an issue with the fan; this is consistent with the fan not functioning as intended during testing at the service depot. No other notable alarms were observed. The console was observed to be operating the motor at the set speed without any issues. The reported event was determined to be an issue with the fan; however, the root cause of the damage to the fan could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The console was shipped to the customer on (B)(6) 2012. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the centrimag was on a patient at the time of the event, however no adverse events were reported. The alarm was able to cleared each time it appeared, but the clinic was concerned for the fact that the alarm kept reappearing.

Manufacturer narrative:
A1-a4: patient information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.